Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: attachment device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the motor device could not engage the attachment device. It was further determined that the device failed pretest for oil leak, rotational speed, housing pin height and hose verification. It was noted in the service order that the nosepiece could not be held by the motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.